Event description:
I rely on my phone dexcom app for my blood sugar lows and highs because I can hear it and it goes off. My dexcom receiver doesn¿t stay charged nor does it go off for highs and lows. It is now out of warranty and they said I would have to pay for it to be replaced. The android phones (B)(6) is approved with the exception of the (B)(6) which has been out since (B)(6) of 2019. I have been asking them since it came out when are they going to fix this because the receiver they gave doesn¿t work but I keep getting the run around from them about testing but (B)(6) products work automatically. I have had lows till I almost didn¿t wake up I need them to add the (B)(6) so I can be reassured I will wake up during highs and lows. This causing me to feel real bad like I am dying and the constant lows and highs is destroying my liver. I have lesions on my liver because I am not controlled. Low blood sugars almost in d. For blood sugar testing it doesn¿t alarm for lows or highs. Alarm is set to go off at 89 for low and 200 for high it does not sound. Date the person started taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person stated taking or using the product again? Yes. FDA safety report ID # (B)(4).